Event description:
The results of the investigation found that the downstream occlusion (dso) seal was lifting. There was no patient involvement.

Manufacturer narrative:
September is the reported month of the event, but the exact day not provided. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.